Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On the same day the sensor was inserted, the patient felt shaky at 7:00pm. Based on the patient's symptoms, they drank 8oz of strawberry lemonade. After she consumed the lemonade, she passed out at 7:20pm. An ambulance arrived at 8:00pm and took the patient to the hospital. It was reported that the doctor had the patient take insulin; however, there was no bg value provided. At an unspecified time during the event, the cgm was 100 mg/dl and the bg was 26 mg/dl. There was no information reported on any treatment for the bg of 26 mg/dl. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023 around 7:00pm, the patient felt shaky and confused so she drank 8oz of strawberry lemonade. She could not recall the details of what happened and what the cgm was displaying but stated it was 100 points different from her finger stick. When she manually checked her bg it was 26 mg/dl. She stated there was no alarm or alerts from the cgm and could not remember if she passed out or fell asleep. Her dog licked her face, waking her up while still laying on the floor. When she woke up, she called her friend and her friend called for an ambulance. When paramedics arrived, they transported her to the hospital. The patient could not remember what treatment she received at the hospital but was admitted until the afternoon of (B)(6) 2023. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values (100 points off) fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).